Event description:
A coronary stent with delivery sys was successfully advanced to the target lesion site in the pt's right coronary artery. Upon the initial inflation attempt, it was reported that the balloon ruptured at 4 atmospheres of pressure. As a result, the stent was only partially deployed. To address this condition, another balloon catheter was used to fully expand and successfully deploy the stent. There were no add'l complications reported relative to this event.